Manufacturer narrative:
Determination of root cause: assessment: a complete device eval could not be performed because no device info was provided that would reference mfg or service records. The actual brand name of the laser was not provided. No info was provided on the reporter or the facility that would allow f/u activities or on-site eval of the device. Conclusion: a definitive root cause could not be determined without further info.

Event description:
This pt had bilateral lasik surgery approx 2 years ago. This report is for the right eye, the left eye will be reported under MFR report # 1061857-2009-00106. Medwatch indicates the pt immediately experienced dry eyes so bad, could not open them in the morning. Night time dry eyes still exists. Right eye was overcorrected and has lost ability to focus at all because of loss of accommodation. Morning vision is blurry, but worse in the right eye. No other info was available including the brand name of the laser.